Event description:
Ortho clinical diagnostics digoxin microslide test for the vitros 5600 lot number 19432996 produced falsely elevated results. We used this lot number from (B)(4). 2012. There were 324 samples from 239 pts analyzed with this lot number. We notified ortho on (B)(4). 2012 of the issue and stopped running digoxin testing. Ortho sent in a new lot of slides and calibrators. All of the questionable lot has been returned to ortho. This event is unrelated to any other active recalls involving the (B)(4) i.e. Hard drive problems. Therapeutic range 3 different times with this lot number. Quality control material did not detect this shift in values. Event abated after use stopped or dose reduced: yes.